Event description:
It has been reported to co that the catheter has loose connectors. (Eyelet connectors used incorrectly by staff) the package does bear a prominent label "now with improved safety adapter" and a warning to consult instructions for use. There is no report of patient injury and the sample has been returned for analysis.